Manufacturer narrative:
A review of the treatment data on (B)(6) 2021 did not find any usual performance or errors. The system was functioning normally during the (B)(6) 2021.

Event description:
Patient has ongoing nerve related injury from elbow to hand patient has exam, pt has full mobility and function. Reports pulling and tightness. Patient is following up with an orthopedic surgeon for testing.